Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Knee was just in for service. The customer failed to report there was a fall and even though the knee passed inspections, she does not feel safe to use knee after the fall. Pt hit a coffee table while walking and fell and knee went into free swing - she broke a couple of ribs, per dr. It will take 4-6 weeks to heal (ambulant care). Patient was walking across carpet living room. She bumped into a coffee table, knee went into free swing and she fell.